Manufacturer narrative:
The peritonitis onset was reported as on "unreported date last week". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and hemoperitoneum. The patient was hospitalized for the event. The cause of the peritonitis was suspected to be either use error or diarrhea associated with a cold. This information was not supported by clinical evidence and therefore, the cause of the peritonitis has been assessed as unknown. The patient was treated with two types of unspecific anti-inflammatory drugs into the pd solution for treatment. At the time of this report, the patient was still in hospital and hasn¿t recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.